Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317500; model: sc-2317-50; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient was experiencing no relief since implant. It was also stated that the patients lead had multiple impedances. The patient underwent a lead replacement procedure and was doing well postoperatively with good coverage.

Event description:
It was reported that the patient was experiencing no relief since implant. It was also stated that the patients lead had multiple impedances. The patient underwent a lead replacement procedure and was doing well postoperatively with good coverage.

Manufacturer narrative:
Sc-2317-50 sn: (B)(6). The lead was returned and the visual (microscope) and x-ray inspection of the lead revealed that all cables were completely broken at the bent or kinked location of the lead. The bent or kinked location is two cm from the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. The lead got kinked after it exits the clik x anchor resulting in the reported complaint. With all the available information, boston scientific concluded that the issue of contacts on the leads were out was confirmed. The probable cause selected was cause traced to component failure.